Manufacturer narrative:
The tech isolated the issue to the hydraulic manifold. The tech replaced the hydraulic manifold to repair the bed.

Event description:
The account alleged the head hi/low function is drifting down over night.